Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician reported that he removed a labor epidural that was placed a day before. During removal, he encountered resistance. He gently applied traction and observed that the catheter was coming out. The catheter abruptly broke off, leaving a portion of the catheter retained. Resistance to pulling out epidural catheter snapped. The patient required surgery to remove the retained piece of catheter. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The IFU for this kit, e-17019-100b; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal. During epidural catheter removal, the literature indicates a force of approximately 1/3 of a pound is all that is necessary to exert if patient is properly positioned in the recommended lateral neutral position." A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample.

Event description:
The physician reported that he removed a labor epidural that was placed a day before. During removal, he encountered resistance. He gently applied traction and observed that the catheter was coming out. The catheter abruptly broke off, leaving a portion of the catheter retained. Resistance to pulling out epidural catheter snapped. The patient required surgery to remove the retained piece of catheter. The patient's condition was reported as fine.